Manufacturer narrative:
Correction - block e1 (initial reporter facility name): corrected from (B)(6). Correction - block g1 (MFR site facility name): corrected from (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was detached and blackened. Additionally, it is important to mention that the cut observed in the cutting wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event of cutting wire broke was confirmed. Since the failure was found during preparation and the returned device was blackened, showing evidence of energization, the failure found could had been generated if the device was energized prior use. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during unpacking, it was found that the cutting wire was broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during unpacking, it was found that the cutting wire was broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.